Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer's site. The customer's reported complaint of "the thermogard ivtm system displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, multiple tcmid:05 error messages were noted; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues, and the customer's reported complaint was not reproduced. The lm 34a/b temperature sensor was inspected, and no issue was found, and the temperature values were within the specified limits. The electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board and to the I/o pcb board were all inspected for a faulty connection that could have caused the console to intermittently display the tcmid:05 error messages. However, no issues were found, and all the electrical connections were properly intact. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
As reported, the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:05 (coolant diff failure) error message. No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.